Event description:
It was reported that the patient experienced elevated blood glucose levels and bolused 11.1 units of insulin via the infusion device. The device displayed e4 (occlusion error). The patient experienced vomiting and his blood glucose level remained elevated even after changing the devices accessories and delivering additional boluses. The patient visited his doctor due to the vomiting. He was given medication and returned home. The vomiting continued and he went to the emergency room where he was diagnosed with diabetic ketoacidosis. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.